Event description:
It was reported the atrial lead was fractured. An xray was performed and a complete lead fracture under the clavicle was confirmed. It was further reported that the patient was advised not to play tennis since the implant procedure but did not follow instructions. The lead was extracted, was not replaced and the patient will be ventricular paced only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).